Event description:
It was reported that the attempt to cross the lesion with the promus rx stent delivery system failed. Upon withdrawal, the stent was noted to be broken. The stent remained on the balloon and had all of its pieces accounted for. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Further, stent damage is expected and not unusual with failure to advance complaints. Catheters may become damaged if force is applied during attempts to advance or retract the product. The patient anatomical information was not provided with the case description, which may have aided in the investigation. It is possible interaction with the lesion/anatomy resulted in damage to the stent. Further manipulation of the stent during retraction may have contributed to the stent breaking. Return of the promus stent delivery system (sds) may have aided in the investigation and determination of a root cause. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported failure to advance and broken stent could not be determined.